Event description:
Implanted a three piece lens but it tore while it was being inserted. The facility stated it was unk if the incision was enlarged to remove the lens and as to why the lens tore. An msi-tm injector and an aq2.8s cartridge were used but the lot numbers were not provided by the facility.